Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected data can be found in sections a2, a3, and b7.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. A follow-up MDR will be submitted if additional information is received. Isi was unable to review the site¿s system logs as the event date and the name of the surgeon who performed the surgical procedure are unknown. No additional complaints related to this event have been identified. Isi has reviewed a video of the surgical procedure which was included within the journal article and the following assessment was provided: around ~5:02, the monopolar curved scissors (mcs) instrument cuts the dorsal pancreatic artery. It appears as though the mcs instrument was closer to the vessel than expected and the back side of the mcs blades kinked the artery. It also appears as though the vessel would have been ligated anyway, but the skeletonization of the vessel was not complete when it was damaged. The vessel was sutured to complete the skeletonization. This complaint is being reported due to the following conclusion: during a da vinci-assisted radical antegrade modular pancreatosplenectomy procedure, unexpected bleeding occurred to the dorsal pancreatic artery causing bleeding. The bleeding was controlled by repairing the vessel with a 5/0 polypropylene suture. However, at this time, the cause of the intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported via a journal article that during a da vinci-assisted radical antegrade modular pancreatosplenectomy (including resection and reconstruction of the spleno-mesenteric junction), an injury occurred to the dorsal pancreatic artery causing bleeding. The bleeding was controlled by repairing the vessel with a 5/0 polypropylene suture. Ligature and division of the dorsal pancreatic artery would have been required anyway as this maneuver improves exposure of the origin of the splenic artery and offers more room for safe ligature of this large artery. The event date was not provided. There was also no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.